Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd filter needle was deformed. This occurred on 30 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2019, during the daily inspection of the needle, the customer found that there was a warped edge of the filter needle filter membrane in the replacement needle, and the customer then randomly checked 7 boxes ( (700 ea in total), this kind of phenomenon was found in this batch of filter needles. The warping phenomenon of the filter membrane will affect the filtration efficiency, and it is not easy to be found before use. The process of filtering the liquid medicine through the filter pin of the filter membrane defect may not ensure safety, thereby affecting patient safety.

Event description:
It was reported that bd filter needle was deformed. This occurred on 30 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2019, during the daily inspection of the needle, the customer found that there was a warped edge of the filter needle filter membrane in the replacement needle, and the customer then randomly checked 7 boxes ( (700 ea in total), this kind of phenomenon was found in this batch of filter needles. The warping phenomenon of the filter membrane will affect the filtration efficiency, and it is not easy to be found before use. The process of filtering the liquid medicine through the filter pin of the filter membrane defect may not ensure safety, thereby affecting patient safety.

Manufacturer narrative:
H.6. Investigation summary: 19 samples were received. They were visually inspected with a 10x magnifier lens. 3 of them show a filter with some deformation on one of the edges, the top part; however, there is still filter covering the whole area. One photo was provided showing the filter deformation. The needles still function as intended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.